Event description:
Latex gloves cause rptr's hands to break out with open and weeping eczema where the gloves come in contact with the skin. She also started to experience more asthma attacks. Eczema is red and weepy for 2 days without wearing gloves, and then clears. Prorentil inhaler used for asthma.